Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the bg specific value displayed high but was unknown. The customer didn't do anything to address the bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy.